Event description:
The reporter states that there is a blood drop icon in the middle of two dashes on the display screen of the accu-chek advantage meter. She also states that all icons and segments are faded. The display issue was discovered during the call. No action taken or treatment given as a result of the display issue. No adverse event reported. New system sent and return requested.